Event description:
Event description cpi received information that this implantable pulse generator (ipg) system is exhibiting loss of atrial capture and sensing. After several attempts, cpi has been unable to obtain any additional information.